Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Charge and boot test was performed and failed. Receiver was opened for interior inspection and passed. The log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.